Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the starclose se device was used in an area of calcified plaque. It should be also be noted that the starclose se instructions for use states: the safety and effectiveness of the starclose se vascular closure system have not been established for patients who are morbidly obese (body mass index greater than 35 kg/m). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional peripheral procedure. Reportedly, after opening the starclose se vessel locator wings, when retracting the device to place the vessel locator wings against the arterial wall, the whole device came out of the patient. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.